Event description:
Lead sets have a gasket on connector which sometimes pulls out when leads are disconnected from tranceiver. Upon reconnection, gasket prevents electrical contact resulting in a "leadset unplug message" and patient monitoring ceases. 24 of the original 140 lead sets had problem since june 2012 installation. Manufacturer states it will only replace lead sets that fail and will not exchange all 140 with corrected product.